Event description:
The patient contacted animas on (B)(6) 2012, stating the screen would continuously scroll when the up or down arrow keypad buttons were pressed and the ok button was unresponsive. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and cleaned it with a damp cloth. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4): testing confirmed the keypad is torn over the ok, down and up buttons and the up and ok buttons are unresponsive, while the contrast button is intermittently unresponsive. The down button is stuck on scroll back. The keypad was removed . Contamination was found under all button contacts and the up and down button contacts were inverted.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.